Event description:
It was reported that during an ent procedure, the patient in question had bilateral packs in situ and was struggling to breathe due to an obstruction in the back of the throat. After inspection, it was noticed the rapid rhino had separated into two pieces and had to be removed in response to the emergency. It is unknown if there was a backup device available or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided images found two unlabeled photos that confirm that the rapid rhino was separated into two pieces, but does not provide a clinical root cause of the adverse event. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that clinical factors which could have contributed to the reported adverse event could not be definitively concluded, therefore, a causal relationship between the smith and nephew¿s rapid rhino and the reported adverse event could not be established with the limited information provided. The impact to the patient beyond that which has already been reported is unknown since the patient¿s outcome was not reported. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.